Manufacturer narrative:
Correction: the following statement should have been included in previous reporting. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Regulatory report number 3006705815-2021-00433, 3006705815-2021-00433. It was reported the patient oxygen level failed after an scs system implant procedure that took place on (B)(6) 2021, wherein the patient had to be intubated. In turn, the physician decided to explant the entire scs system due to possible infection. The patient was given oral antibiotics to address the issue.